Manufacturer narrative:
Our records indicate this device remains implanted. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) displayed low shock impedance measurements less than 20 ohms. No adverse patient effects were reported. Additional information has been requested; however, no further information is currently available.